Event description:
A user facility reported that there was a hole in the cuff. The physician reported that when the lma would not hold inflation, it was removed and replaced with another lma. It was reported that there was no patient injury or problem. The user facility returned the lma for evaluation.